Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient hit their head and had all high impedances on the left lead. The lead was fractured and explanted.